Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture, pain sensation, hardening and enlargement". Device remains implanted.

Event description:
Patient reported right side "rupture, pain sensation, hardening and enlargement". Device remains implanted.

Event description:
Patient reported right side "rupture, pain sensation, hardening and enlargement". Healthcare professional later reported rupture. Healthcare professional later reported any creases, gel bleed and not ruptured. Device has been explanted. It has been determined that the event of rupture associated with this complaint did not occur. Therefore will be un-reported.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ pain: unable to observe since it is not related to the device. ¿ creases folding of implant: observed creases on the device. ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ gel bleed: no observed. Additional observations: ¿ observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side "rupture, pain sensation, hardening and enlargement". Healthcare professional later reported rupture. Healthcare professional later reported any creases, gel bleed and not ruptured. Device has been explanted. It has been determined that the event of rupture associated with this complaint did not occur. Therefore will be un-reported.